Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a pump malfunction. Further information was requested and not yet received. Product was explanted and returned. A supplemental report will be filed after product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a pump malfunction. Further information was requested and not yet received. Product was explanted and returned. A supplemental report will be filed after product analysis has been completed.